Event description:
It was reported to the manufacturer that a customer encountered difficulties during use of a detachable coil: the first coil unexpectedly detached during the embolization of an anterior communicating artery. The physician retrieved the coil using a snare. A second coil [subject device] used became stretched and was also removed from the patient using a snare. There were no reports of patient complications due to this event. Patient's post procedure conditions was reported as "good".

Manufacturer narrative:
This event has been assessed as a "serious injury" due to the use of a retrieval snare during the procedure. No other patient complications have been reported, and patient's condition was reported as "good". Another detachable coil used in this procedure is referenced in MFR. Report #2939204-2008-00154.